Event description:
Patient reported at check in true to gingivitis, inflammation, sensitivity and not fitting. They report having gum sensitivity and indents above their teeth in the gums. Their bottom teeth are more crooked than when they started.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.